Event description:
Healthcare professional reported "textured to smooth implant exchange". Healthcare professional later reported capsular contracture baker grade IV. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Continued: e.1. State: (B)(6), zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Clarification to b3 date of event: partial date november 2024.

Event description:
Healthcare professional reported left side "textured to smooth implant exchange". Healthcare professional later reported left side capsular contracture baker grade IV. Healthcare professional also reported left side "any creases" observed during surgery. The device has been explanted and replaced. Capsulectomy was performed.